Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was end stage renal failure, probable atherosclerotic cardiovascular disease. The customer had kidney disease. The caller did not know the customer's blood glucose, at the time of death. The caller stated that the customer never used the insulin pump. The caller did not know why the customer chose not to use the device. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.